Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. No device malfunction was suspected. The ipg was at the uncomfortable area and was hard for the patient to charge. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. No device malfunction was suspected. The ipg was at the uncomfortable area and was hard for the patient to charge. The patient will undergo a revision procedure.